Manufacturer narrative:
H.6. Investigation: customer returned (15) loose 3/10cc, 6mm syringes. Customer states that there is liquid inside the barrel. All returned syringes were examined and no liquid was observed in any of the samples, however, when the plunger rod was fully depressed, a small, clear droplet of material came out of the cannula of 11 out of 15 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Event description:
It was reported that prior to use with 15 bd insulin syringe with bd ultra-fine¿ needle foreign "oil" like substance was discovered in barrel. The following information was provided by the initial reporter: the customer discovered liquid inside of the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with 15 bd insulin syringe with bd ultra-fine¿ needle foreign "oil" like substance was discovered in barrel. The following information was provided by the initial reporter: the customer discovered liquid inside of the barrel.